Event description:
Pt was complaining of intense pain. Hole in catheter found.

Manufacturer narrative:
According to the notes contained in this file it states, ¿pt was complaining of intense pain. Hole in catheter found.¿ this complaint is unconfirmed. The product returned for eval is one 5fr dual lumen poly per-q-cath catheter. The complaint sample functioned normally during functional testing. No leaks were observed during hydraulic pressurization. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. Occasionally, fibrin sheaths will form over a catheter¿s opening, encapsulating the catheter. This results in solutions administered through the catheter, exiting the catheter¿s distal tip traveling back up the catheter, through the lumen created by the fibrin sheath over the catheter¿s exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impeded flow, making aspiration difficult. Fibrin sheaths can be dissolved using solutions recommended by the product IFU. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of rewa0449 showed no other similar product complaint(s) from this lot number.